Event description:
It was reported that heomodynamic numbers were 300 & would not update. Clinician re-zeroed transducer but soft keys would not work. ECG, arterial pressure and balloon pressure waveform updated. All connections were checked. Clinician powered pump and then on. Pump then worked fine. There were no reported pt complications.